Manufacturer narrative:
Reported event of sheath detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to strangulate the polyp and it was noted that the sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare has detached. The handle cannula, dongle shaft and the key were in good condition. There was an evidence of flaring process and functional testing could not be performed due to flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. The review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to strangulate the polyp and it was noted that the sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.